Event description:
Automatic safety mechanism failed to deploy leaving IV access needle tip exposed allowing bloodborne pathogen exposure to rn via needle stick. This is the 3rd occurrence with the same product since 2007. The second incident was reported to medwatch on 09/19/2007. All have been reported to FDA and bbraun. Dates of use: late 2004 - 2008. Diagnosis or reason for use: intravenous access.